Manufacturer narrative:
Additional information: b5, h4, f10/h6: medical device problem codes, h6 (update codes), h11. B5: it was further specified the adapter (luer connector) was fused. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set could not be connected to a micron filter by the male luer adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.